Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The catheter tip was partially separated from the body tubing at the fuse zone. Visual inspection under magnification did not reveal any anomalies at the fuse zone. Samples met or exceeded tensile testing specifications. Samples from the process machines were sliced open and the fuse zone inspected, no anomalies identified. Unable to determine the root cause of the reported failure. No conclusion can be drawn. Method: device history record was reviewed, complaint data base was reviewed. Results: unable to determine root cause of reported failure. Conclusions: no conclusion can be drawn.

Event description:
During a selection of the left coronary artery the tip of the catheter partially separated from the catheter body while in the pt. The physician was able to insert a wire through the partially separated tip and pull the catheter and wire out of the pt. No harm or injury was reported.